Manufacturer narrative:
The investigation has been completed. The device was not returned for investigation, and data log review was not required for this case. As per the given clinical details, access site bleeding was reported after the peel-away sheath was placed. The bleeding was resolved after repositioning the sheath. The doctor was unsure of the origin of the bleed from the arteriotomy site or the sheath. The cause of the introducer damage that led to the access site bleeding issue was not determined since the product was not returned and sufficient clinical information was not provided. The reported introducer damage failure mode was changed to investigated failure mode access site bleeding as the suspected introducer damage event is the cause for bleeding event. The cause of the access site bleeding issue was not determined since the product was not returned and sufficient clinical information was not provided. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ b.7 added information as it was previously omitted on initial manufacturer device report number 1220648-2024-19907. B.1, b.2, h.1, h.6 health effect - clinical code, h.6 medical device problem code and h.10 instructions for use were revised due to investigation results changing the failure mode to access site bleeding since the initial manufacturer device report number 1220648-2024-19907 was submitted.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant had an impella cp pump placed via a 14 french sheath to support a patient admitted in for a high-risk percutaneous coronary intervention. The team used the single access technique and had issues with the sheath. There was blood leaking and so the team explanted the sheath and placed the repo sheath and support proceeded. The procedural outcome was the patient survived the surgery.